Manufacturer narrative:
(B)(4).

Event description:
The patient's mother later reported concerns about the patient's pump and care. The patient's spouse inquired if a patient could become allergic or intolerant all of sudden with baclofen. The patient's symptoms had been going on now for 6 weeks and he had periods of having severe looseness to having full body spasms. These were intermittent and sometimes it only affected certain body parts (arms or legs). The caller noted she was frustrated with the MRI information pertaining to warnings and risks and inquired if an MRI could have caused the issues she provided as the patient had four MRI's done related to his issues with the pump and therapy. On (B)(6) 2015 the patient had an MRI and also a refill with a noted bruise at injection site. The patient stated that something felt different. The spouse reported that normally two weeks before a refill the patient would get extremely spastic and so they would fill the pump two weeks before the refill date. As soon as the pump was refilled, the patient felt the effects and did better. Two times the pump heated up during the MRI,on (B)(6) 2015. The MRI was to check on possible cerebrospinal fluid (csf) leak or disc issues in the lower lumbar spine. In regards to the last MRI, the pump did not stall until after the MRI. Reportedly, the patient can feel when the pump ran faster or slower. When he has the looseness the patient felt the pump running faster. The spinal headaches that patient experienced were positional. In a wheelchair, the patient was more loose than when laying on the bed. He also had blurred vision and dizziness. It was believed that something was wrong with the pump. They were told however, that it was not an issue with the pump. The caller felt the company had not trained enough doctors to help support the pump. The caller became upset and then ended the call. The indications for use were noted to be cerebral palsy and intractable spasticity. His medical history also included hiatal hernias, nisson fundoplication (B)(6) 2015, and lordosis on lower back. The pump currently contained lioresal 2000 mcg/ml (440-485 mcg/day) via an intrathecal pump. The patient previously had lioresal 500 mcg/ml concentration as well as previously gablofen (concentration and dose not provided). Additional information was requested to clarify the motor stall and resolution to the event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The patient stated that he was having problems with the pump and his doctors couldn¿t seem to figure out what was going on. The pump was turned down on (B)(6) 2015. On (B)(6) 2015, a catheter dye study was done and it showed it was normal. Per the patient¿s wife, when the patient got a refill or had a change, the patient felt the effects within a day or two; the patient was at his maximum potential. On (B)(6) 2015, the patient had a 10% titration increase because he had been more spastic than what he normally was. Following the increase, the patient didn¿t feel right and had a copper taste in his mouth. They were thinking that it was a bad batch of lioresal because everything checked out with the catheter. On (B)(6) 2015, the patient wasn¿t feeling well. On (B)(6) 2015, the patient had signs of confusion and went to ed (emergency department) in middle of night and was then transferred to another facility because he was having intermittent periods of spasticity and looseness, his back was really tight and spastic, he had anxiety (not typical symptoms of anxiety), a weird episode of talking in tongues (given ativan which helped to resolve this issue), and he had a weird copper taste in his mouth. The patient hadn¿t been himself. He would be fine for a few hours and then not feeling well. They did an eeg, EKG, CT scan, and took a sample of csf (cerebrospinal fluid). They put the patient on some antibiotics because of the taste in his mouth and because he had a slight fever. The ed was thinking that the patient had meningitis and pulled the csf from the port on the pump instead of doing a lumbar puncture. Per the patient¿s wife, the stress had nothing to do with the spasticity level changing; the ed physicians thought it did. The patient had been home over a week and was back to having intermittent bouts of spasticity and looseness. The patient had a follow-up appointment on (B)(6) 2015. They were going to try and refill the pump in the hospital but they couldn¿t get the medication, so on monday they were going to replace the lioresal and then see if the amounts matched to see if there were any volume discrepancies. It was noted that on (B)(6) 2014, the patient had a bad wheelchair accident and got sent head first out of the wheelchair and landed partly on the side where his pump was. The patient had CT scans and the pump seemed to be working fine up until this point and they didn¿t know if this was a contributor to the patient¿s current symptoms. On (B)(6) 2015, it was reported that cause of the copper taste, confusion, spasticity, anxiety, and fever was not determined.

Event description:
Additional information was received from a consumer. On 08/03/2015, it was reported that "the patient has had medical issues/sick/trouble for 3 or 4 weeks ((B)(6) 2015)". The reason was unknown.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event:(B)(4).